Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump passed the dat at 0.08770 inches. However, pump was received with intermittent on express bolus button response due to flattened express bolus dome switch. No unlocked j2/lcd keypad connector during visual inspection. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 700 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer stated the drive support cap appeared normal. The insulin pump will be returned for analysis.